Manufacturer narrative:
For the additional patient sample which occurred on (B)(6) 2016, the erroneous result was not reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine plus ver.2 results for two patient samples two weeks apart. Of the data provided, only the discrepant result for one patient sample was reported outside of the laboratory. The initial result was 216 umol/l and was reported to the physician. As the result was inconsistent with the clinical picture, the sample was repeated on (B)(6) 2015 and the result was 83 umol/l. The patient was not adversely affected. The reagent lot number was 617550. The expiration date was requested, but was not provided.

Manufacturer narrative:
Information was provided for an additional patient sample with a questionable creatinine result. On (B)(6) 2016, the initial result was 114.6 umol/l. The lab repeated the sample as the result was not consistent with the patient's previous results. The repeat result was 86.1 umol/l which was believed to be correct. Information regarding if the erroneous result was reported outside of the laboratory or if the patient was adversely affected was not provided. A check test was performed which was all ok. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.